Event description:
It was reported that the patient presented in the emergency room with discomfort due to shocks received from their implantable cardioverter defibrillator. Interrogation revealed that the shocks were inappropriately delivered due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was stable.